Event description:
Caller is reporting that the thermometer battery exploded; it sounded like a loud gunshot. He stated that the was not sure where the noise came from at first or what had caused the explosion but he discovered that the case of the unit was blown open the following day. The MFR was not contacted as of yet. Caller stated that he is concerned that this thermometer which can be used for children as well poses a safety hazard and should be reported. Retailer: (B)(6). Retailer state: (B)(6). (B)(4).